Event description:
The hospital reported that during service testing preparation for an endoscopic vein harvesting procedure, vasoview hemopro was smoking. A replacement device was used for the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Though the hospital reported that there was no patient involvement, signs of clinical use and evidence of blood and tissue were observed. Microscopic inspection showed traces of charred tissue on the jaws. It was also observed that the heater wire on the hot jaw was flexed away at the middle portion but remained attached to the base and tip of the jaw. The silicone insulation boot had some cracks underneath the heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it activated when the power was turned on. The blue toggle was pulled all the way and clicked then the device activated. No smoke and/or steam which could be considered excessive was observed. As per the IFU, the jaws were then cleaned with a gauze pre-soaked in saline water to remove charred tissues and traces of dry blood. A pre-cautery test was performed a second time. Again, no smoke and/or steam which could be considered excessive was observed. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. Based on the returned condition of the device and the evaluation results , the reported failure "environmental particulates" was not confirmed. Both analyzed failures "material twisted/bent" and "crack" were confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during service testing preparation for an endoscopic vein harvesting procedure, vasoview hemopro was smoking. A replacement device was used for the procedure. No patient involvement.